Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reported error e315 issue could not be reproduced and a definitive root cause of issue could not be determined, however, it is probable that the issue was the result of water ingress into the scope connector during user handling, resulting in an electronic component malfunction and a temporarily displayed error message. The event can be detected/prevented by following the instructions for use which state: ¿- inspection of the endoscopic image¿. ¿- when attaching the connector cap of the leakage tester (mb-155) to the venting connector of the endoscope, make sure that both the connector cap and the venting connector are thoroughly dry. Water on the surface of either component may enter the endoscope and could cause endoscope damage¿. ¿- do not attach/detach the leakage tester while the endoscope is immersed. Attaching/detaching under water could allow the water to enter the endoscope, resulting in endoscope damage¿. Olympus will continue to monitor field performance for this device.

Event description:
Additional event info. Received from the customer: the device was inspected prior to use as per the instructions for use. The event occurred upon attaching the scope to the processor. The procedure was a diagnostic colonoscopy and was completed using another colonoscope, with a procedure delay of less than 2 minutes.

Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, due to damage on circuit board unit in endoscope connector, color tone of the image not proper, due to damage on plug unit, the image did not displayed, due to incorrect scope ID data, nbi observation could not be performed, due to wear of angle wire, bending angle in up direction did not meet the standard value, adhesive on angle rubber chipped, switch 1and 3 damaged, switch corroded due to water leakage, due to data error of scope ID, b30(scope communication err) occurs, water detection sticker 1a, dots are smudged and connected. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
Hold bc 4.5